Event description:
Complaint received that the power cord was torn and wires exposed. No injury alleged.

Manufacturer narrative:
Technician found the power cord was torn and bare metal wires were exposed. Replaced the power cord to resolve this issue.